Event description:
Spontaneous call from (B)(6), patient ¿s mother, regarding cadd legacy sn (B)(4) malfunction caused by storing pump in a plastic bag inside of an ice box with medication during travel. Unfortunately, pump was exposed to water and is not working properly. Patient does have one functioning pump that she is using. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Strength: 1.5mg, dose or amount: 14nkm, frequency: continuous, route: intravenous, dates of use : from (B)(6) 2019 to current, diagnosis or reason for use: pah.